Event description:
The customer reported intermittent defib comm and pacer comm errors on the unit. The effect of the reported errors would be that the unit would be unavailable to deliver defibrillation therapy if needed.

Manufacturer narrative:
Manufacturer's evaluation summary: the device is an automatic external defibrillator. The user returned the actual device for evaluation. The user reported errors occurring intermittently while the device was connected to the patient. The user indicated that treatment was not delayed and the patient not injured because of malfunction. Factory service could not duplicate the reported defib comm and pacer comm errors, but they confirmed the occurrence of the failures in the device log. We isolated the cause of the failure to a lifted lead on integrated circuit chip u2 on the main board of the device. Visual examination of the component chip under magnification revealed that pin 131 on u2 had been pushed up and away for its usual location by some unknown force. The dislocation of the pin had dramatically reduced the air gap to the next pin, increasing the chances for a short to the next pin. When we manually shorted the two adjacent pins as part of our trouble shooting, the reported defib comm and pacer comm errors reproduced consistently. We examined the interior fit with the adjacent parts and found nothing close enough to interfere or push into the side of u2 to cause the pin to displace. The cause of the displaced pin remains inconclusive. We will replace the main board to restore normal operation when we have main boards to complete the repair. Upon completion of repair and passing all release testing, we will return the device to the customer. Conclusions, form 3500a we entered code 55: intermittent failure directly caused by event. By "event" here, we mean the reported error codes. There was no patient harm.